Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from (B)(6) regarding a patient receiving unknown drug via an implanted pump. It was reported the patient had a pump implanted and two afterwards developed bacterial meningitis. It was also noted the patient had spinal leakage and the infection at the implantation site. On labor day the patient had an increasing severe headaches and stiffening of their neck. The patient was also very lethargic with a high fever. It was noted the patient went to the hospital and laid on the floor and that's all the patient remembered for 11-12 days. The patient was transported to a bigger hospital and antibiotics test were performed for several days. It was noted on the (B)(6) the patient's pump was removed and for the first several day the patient was in delirium. The patient was trying to run around naked, doing flips from one end of the bed to the other. The patient was intubated and finally ended up in the ICU on propofol and pain medications. It was noted the patient was on a ventilator and wouldn't wake up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.